Manufacturer narrative:
Investigation: a terumo bct service technician evaluated the machine at the customer site and was able to duplicate the reported condition. Upon inspection, it was found that the IV pole was not staying in the up position due to the release button screw needing adjustment. The technician readjusted and tightened the release button screw and the machine is now functioning properly. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a procedure, the IV pole on the trima equipment unexpectedly lowers down. The customer stated that no adverse event occurred and no medical intervention was required. Information of patient (donor) or operator of the device is not known at this time.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Root cause: the root cause of this failure was a misaligned, loose IV pole release button.

Event description:
No injury was reported for this incident and no patient (donor) was connected at the time the IV pole was dropping down unexpectedly. Therefore, no patient information is reasonably known.